Manufacturer narrative:
Block h6: impact code f2303 captures the reportable event of medication required. Impact code f2202 captures the reportable event of additional endoscopic procedure. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system was used in the esophagus on (B)(6) ,2022 during a stent fixation procedure for esophageal stricture. After the initial procedure, the patient experienced epigastric pain requiring medication. On june 1, 2022 it was determined that the stent migrated. A follow up endoscopy procedure was performed on (B)(6), 2022. The patient was discharged to home with no restrictions. Note: there is no allegation against the x-tack endoscopic helix tacking system and to note the stent was not manufactured by boston scientific.